Manufacturer narrative:
Us reporting agent notified on 05/22/2014. Manufacturing site evaluation: samples rec'd: 3 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs rec'd are tight. Tested the knot pull tensile strength of the samples rec'd and the results fulfil the requirements of the OEM. Linear pull tensile strength results of the samples rec'd were tested and the results are correct and usual values for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During an operation, a suture used on the bowel broke before the end of the case. The suture did not break apart but the knot did not hold./ there were two lot numbers used, lot 113295 and 114055.